Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and that the pump touch screen would time off too soon. Reportedly, the pump was reset and the issue was resolved. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 103 mg/dl.